Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) explant procedure for unknown reason. Additional information was received that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return due to facility policy.